Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when delivering a correction bolus, the customer inadvertently delivered a 10 unit bolus instead of a bolus of 1 unit. Due to delivering too much insulin, the customer went to the hospital on (B)(6) 2016 with a blood glucose (bg) level of 100 mg/dl and was treated with an intravenous (IV) of glucose. The customer was released from the hospital on (B)(6) 2016, with the issue resolved.